Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. The earth leakage (lc) normal was 963.9 (high limit of 300.0). The lc single fault normal was 946.6 and single fault reverse was 929.2 (high limit of 500.0). There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed hc return instrument test/evaluation (rite) electrical test due to earth leakage and rite functional test. The assignable cause for rite electrical failed earth leakage is determined to be caused by fluid damage due to fluid inside the pump.